Event description:
The patient presented with grade 3 degenerative mitral regurgitation (mr), and a prolapsed posterior. Prior to inserting the steerable guide catheter or mitraclip, a thrombus was identified at the length of 3.5 cm. This occurred after pushing the transseptal sheath over the femoral vein into the inferior vena cava. An attempt was made to remove the thrombus through the sheath was unsuccessful and the thrombus came loose. However, the procedure was performed and no further thrombin were detected at sgc and was successful. An asd occluder was used to close the septum and the patient is stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional information confirmed there was no alleged malfunction with the sheath.

Event description:
Additional information confirmed there was no alleged malfunction with the sheath.